Event description:
It was reported that the user¿s ilet pump was not displaying glucose readings from a dexcom g7 sensor while readings were visible in the g7 mobile application. The user was unsure if the g7 pairing code had been entered into the pump and was guided to retrieve the sensor number and start the sensor on the pump, with education that the pairing code must be entered on the pump for each new g7. No reported adverse clinical effects and no change in blood glucose during the call. Outcomes included user education, successful initiation steps on the pump, and a plan to monitor for readings and call back if not visible after a short period. Investigation included technical troubleshooting and user guidance on correct sensor setup and pairing on the pump. Investigation of this case revealed use error related to sensor pairing on the pump, with the device functioning as designed once correct setup steps were followed. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.